Manufacturer narrative:
Device had cracked display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window. No damage noted on lcd glass.(B)(4)

Event description:
Customer reported the screen on her insulin pump has a crack in the front left corner. She looked at the bottom and there is a crack. The reservoir compartment is also cracked. Customer has not dropped the device. Customer's blood glucose is 139 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.